Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost coverage of the right side of his back and began experiencing shocking sensations after he fell off of a ladder. As a result, the patient underwent lead replacement where the 3228 penta lead was replaced with a new model.